Event description:
Report 1of 2 it was reported that while using ten (10) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle rubber is sliding to the side of needle and not recovering back to cover the needle causing blood to leak all over the holder and device. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that is not properly recovered over the non-patient cannula. Additionally, 30 retained samples underwent functional tests, using 10 tubes per needle to assess the functionality of the device. One of the retained samples failed the functional test due to sleeve leakage observed from poor sleeve recovery. Furthermore, all 30 retained samples passed another set of functional tests, showing proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported that while using ten (10) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle rubber is sliding to the side of needle and not recovering back to cover the needle causing blood to leak all over the holder and device. No patient impact reported.